Manufacturer narrative:
Na.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for mg2 magnesium gen.2 (mg) on a cobas 8000 c 702 module (c702). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 4.68 mg/dl. The sample was repeated on a different analyzer, resulting as 1.74 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The mg reagent lot number was 31184701, with an expiration date of 31-oct-2019. The field service engineer determined that the rinse levels were too high. He replaced a nozzle and re-adjusted the rinse levels of the rinse mechanism. The alignments of the probes were within specifications. He ran mechanism checks. The customer ran controls and there were no issues. The customer has had no further issues since these service actions. Investigations determined that the issue was solved by the service actions.